Event description:
The patient reported experiencing an elevated blood glucose (bg) of 450 mg/dl with nausea; she reported feeling as if she was positive for ketones. The patient indicated that three cartridges from the same box were leaking and that she was unsure if the leaking came from the plunger or the luer lock; the patient confirmed that the luer lock was secure. During troubleshooting, customer support (cs) tried to have the patient prime the pump and the source of the leak was unable to be determined by the patient. The patient denied there were air bubbles or pockets of air in the cartridge. The cartridges will be returned and will be replaced with a new box of cartridges. Cs advised the patient to use a new box of cartridges. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and that the cartridges were reported to be leaking.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: seven sealed cartridges from lot # b201754 have been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a visual inspection of each cartridge was performed. No damage or defects were noted. A leak test was performed on each of the returned cartridges with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.